Event description:
It was reported that the customer experienced a low blood glucose (bg) level (54 mg/dl). Reportedly, paramedics were called to assist the customer in treating the bg, but the customer was not incapacitated. Prior to the paramedics arriving, the customer consumed carbohydrates and administered glucagon to treat the bg. When the paramedics arrived, they assisted the customer by providing juice and monitoring the bg. Reportedly, the pump delivered a 15-unit bolus without user input. The pump logs indicated that the customer had delivered the bolus. The customer acknowledged that the pump was functioning as intended.